Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer called and stated that she tried to prime the pump with the plunger and could not get any insulin to exit.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed multiple no delivery alarms. Customer's blood glucose was 500 mg/dl. Customer treated high blood glucose with insulin injections. Customer reported the issue was resolved with a reservoir change. Customer will not be returning the device for analysis.